Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
PICC leaks at the junction of tubing to the purple wing. When attaching the infusion with nacl, fluid exits at the end of the tube.